Event description:
Customer initially reports device defective, keep breaking. On (B)(6) 2012 dental assistant reports burrs breaking when cutting tooth and bone, fear patient could swallow broken piece.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.